Event description:
On (B)(6) 2025, a patient (pt) in brazil called to report irritation, burning sensation, redness and bacterial conjunctivitis after a day of while wearing acuvue® oasys® brand contact lenses (cls). The pt went to an eye care professional (ecp) and was diagnosed with bacterial conjunctivitis and prescribed ¿migamox¿, 1 drop, three times daily (tid) in each eye for 7 days and hyabak as needed. The pt advised that the ecp prescribed an eye cream (name is unknown) every 8 hours for 5 days and suspended cls wear. The pt reported the symptoms began on (B)(6) 2024 (exact date is unknown). The pt reports daily cl wear with a monthly replacement schedule. The pt uses renu solution to clean the lenses. The pt is currently wearing glasses and has not yet returned to cl wear. The pt reports using 4 lenses with each eye since symptoms began. On (B)(6) 2025, the pt provided additional information. The pt reported a diagnosis of bacterial conjunctivitis and ¿hurt cornea¿ in both eyes (ou). The pt was advised by the ecp that ¿the cornea were very inflamed and had discharge ¿pus¿ on them¿. The pt reported symptoms of tearing, swelling, right eye (od) more than left eye (os), and was unable to open the eyes for 3 days and reported 3 additional follow-up visits to the ecp. The pt was prescribed vigamox tid, an unknown eye ointment tid and hyabak lubricating eye drops as needed. The pt is currently still using the hyabak eye drops. The pt reported the symptoms began at the end on (B)(6) 2024 and the initial visit to the ecp was on (B)(6) 2024, the (B)(6) (exact date is unknown). The pt was on vacation to the beach and went against medical advice to stay home and treat the eyes as prescribed. The pt didn't swim, but did continue treatment with medication. The pt is trying to obtain a medical report from the treating ecp. The pt advised that both eyes are currently fine, but the pt has not yet returned to cl wear. The pt reported that it took weeks for the eyes to get better. On (B)(6) 2025, an additional email was sent to the pt to request the name of the eye ointment that was prescribed. No additional information has been received. The date of event will be reported as 01sep2024 as the exact date of event is unknown. This pt¿s od bacterial conjunctivitis event will be reported as a worse-case as we were unable to verify the pt¿s diagnosis and treatment. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: b015g40 was produced under normal conditions. This report is for the pt's od event. A separate report will be submitted for the pt's os event. The suspect od cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.